Event description:
The patient had been dialyzing on the phoenix machine sn: (B)(4) with the theralite filter for approximately 4 hours when the nurse observed a "gross" blood leak. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in a blood loss. A second phoenix machine (B)(4) was set up with a new cartridge bloodline and a new theralite filter (lot 3-080). Within 5 minutes of initiating the treatment, the nurse observed another "gross" blood leak and treatment was terminated resulting in another blood loss to the patient. The total blood loss was 500 ml. The patient's hemoglobin was 4g/dl and the patient was transfused with blood.

Manufacturer narrative:
The theralite filters used in these treatments were discarded and not available for inspection. The device history record for this lot number showed no anomalies. (B)(4). Gambro performed a complaint history file check. No other complaints for similar events were reported for this lot number.